Manufacturer narrative:
Section d1: brand name corrected. Section d4: primary UDI corrected. Section g4: PMA # corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of a no external power alarm on the mobile power unit (mpu) was confirmed via the submitted log file. The mpu (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted and data from the reported event date of 14nov2024 was reviewed. At 05:17:23 on (B)(6) 2024, a no external power alarm activates while connected to the mpu due to a sudden loss in alternating current (ac) power. The no external power alarm resolves at 05:17:39 when power to the mpu is restored. There were no other notable events active in the log file. Pump operation was not affected. Additional provided information stated an accidental disconnection of the ac power cord occurred, and that the mpu was not exchanged or returning for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mobile power unit (serial number: (B)(6)) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a loss of power. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a review of the event log file revealed power cable disconnect/ low power hazard/ no external power alarms on (B)(6) 2024 while patient was tethered on a mobile power unit (mpu). These alarms were determined to be caused by power to the mpu being briefly interrupted. It was confirmed by the customer that the ac power cord did not come loose at either the wall outlet or the back of the unit. The mpu was accidentally disconnected from ac power by the patient. There was no interruption in pump support during these events.